Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring was observed with a vial-mate adapter. The vial-mate was attached to a vial of vancomycin and a baxter 5% dextrose solution bag. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During visual inspection, grey particulate matter was observed in the vial. The grey particulate matter appeared to be stopper material from fragmentation of the vial stopper. The reported condition was verified; however, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.